Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancet had delated activation. The following information was provided by the initial reporter: "through the results of a bd sponsored clinical trial (B)(4), we recently became aware that the following event occurred during a blood collection for subject 6-s308 : lancet does not retract after collection. Two lancets did not deploy on the subject's finger. 3rd was a success."

Manufacturer narrative:
H.6. Investigation summary: material # 366594. Lot/batch # b7d62g2. Bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by functional testing and the issues relating to did not retract/retraction failure were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes did not retract/retraction failure. Bd was not able to identify a root cause for the indicated failure modes at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® contact-activated lancet had delated activation. The following information was provided by the initial reporter: "through the results of a bd sponsored clinical trial (pas-21 yoda006), we recently became aware that the following event occurred during a blood collection for subject 6-s308 : lancet does not retract after collection. Two lancets did not deploy on the subject's finger. 3rd was a success."